Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00799. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, symptomatic cystocele, rectocele and enterocele and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, bleeding, dyspareunia and neuromuscular problems. No additional information was provided. (B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2013-00799. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent anterior, posterior and enterocele repairs, cystoscopy.

Event description:
It was reported that the patient concurrently underwent anterior, posterior and enterocele repairs, cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vulvar itching.

Event description:
It was reported that following insertion the patient experienced vulvar itching.